Event description:
It was reported that cardiac perforation occurred during the patient's system explant. A pericardiocentesis was performed and the patient was admitted. There were no known complications to the patient after the procedure.

Manufacturer narrative:
(B)(4).